Event description:
It was reported that an interlink micron filter extension set broke. During infusion of an unknown antibiotic a piece of the set, possibly near the slide clamp, "popped off." The nurse noticed that the bed was wet when she went to turn off the pump. The antibiotics were readministered to the patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The sample was visually inspected and it was determined that the septum of the y-site was separated from the y-site housing (inverted septum), causing the set to leak. Should additional relevant information become available, a supplemental report will be submitted. A batch review was not performed, as a lot number was not provided.